Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock two hours post implant due to air entrapment. The sensing vector has been reprogrammed and tachy therapy was temporarily disabled. The patient has since been discharged with tachy therapy on.